Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a manufacturing defect in the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: "battery cap" contact height is above specification: contact width is within spec. Visual inspection of "battery cap" revealed, ¿no stripped threads and the slot on top of battery cap was damaged / chewed off". Test confirmed there was evidence that the "yellow o-ring" visible and not secure properly to the test pump. The threads inside the battery compartment are still in good condition with no evidence of cracked or damaged to battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release